Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the handpiece device gear seized, jammed, and was heavy moving. It was noted that the device was making noise due to the gear being blocked. It was also noted that the device failed pre-repair diagnostic tests for free movement. It was noted in the service order that the device was ¿not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.